Event description:
It was reported that during a coronary procedure of the mildly tortuous, mildly calcified lesion, during the first inflation at 12 atmospheres, the voyager nc balloon did not sufficiently expand. A second same size balloon catheter was used in the procedure. There was no clinically significant delay in the procedure reported and there was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted contrast visible in the inflation lumen, consistent with preparation. The balloon had relaxed folds. The outer member was necked proximal to the proximal balloon seal. The outer member was slightly folded over itself distal to the lap joint. Factors that could have contributed to difficulties inflating the balloon include, but are not limited to, patient anatomical/lesion morphology and patient disease state, contrast concentration, balloon materials, manufacturing, inflation lumen obstruction, interaction with accessories (indeflator, rotating hemostatic valve, or guiding catheter), placement of the balloon within lesion, or inflation technique. A new indeflator filled with gastrografin, diluted 1:1 with water was used to pressurize the balloon catheter; however, the fluid did not pass where the outer member was folded over itself and the balloon did not inflate, confirming the reported information. Reportedly, no damage was reported as being observed during product inspection prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. It is possible the shaft was inadvertently handled during the preparation for use, resulting in the stretching noted to the shaft. Additionally, if resistance was encountered during advancement in the mildly tortuous and calcified lesion/anatomy, this would contribute to the shaft folding over itself. In this case, the reported difficulty inflating the balloon appears to be related to the stretched shaft; however a conclusive cause for the stretched and damaged shaft could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. All dilatation catheters are visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.